Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a male patient had a right knee revision on (B)(6) 2014. Approximately 8 years after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: polyethylene particulate debris-induced synovitis. At the time of surgery, there were found to be distinctly inflamed and thickened synovium consistent with reaction to polyethylene particulate debris. There were no signs of infection. Femoral, tibial and patellar components were all well fixed. Inspection of the polyethylene liner demonstrates some wear on the posterior aspect both medially and laterally of the polyethylene liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.